Event description:
The pacemaker involved in this MDR report was interrogated upon scheduled follow-up on (B)(6) 2009. Reportedly, data related to implant holter memories were not available during the first interrogation. After all needed tests were performed by the user, the pacemaker was interrogated again: this time holter memories became available, solving the issue.

Manufacturer narrative:
February 24, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical ) is filing this MDR at this time. Analysis is pending.